Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was at home and on the mobile power unit, the power to the house shut off. The power came back on but it was cut off again. When the power came back on the second time, the patient claimed to feel a shock through their body. The mpu was maintained and everything looked good. Nothing was able to be seen from the system controller and log files were submitted for evaluation. The event log file indicated that the patient was last connected to the mpu on (B)(6) 2024. However, there was no loss of external power seen in the log file. The patient had not been sleeping on the mpu since the event due to fear. The mpu was reported to be in good condition with no damage or yellow wrench alarms. The controller also had no paint damage. The cause of the shock sensation was unknown. No equipment was exchanged.

Manufacturer narrative:
D4 - UDI - correction manufacturer's investigation conclusion: the reported event of a shocking sensation through the body was not confirmed. A review of the submitted controller event log file spanned approximately 15 days ((B)(6) 2025 per time stamp). There were no atypical events or notable alarms active in the log file. The mobile power unit (mpu), serial (B)(6), was not returned for analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. No further information was provided. The manufacturer is closing the file on this event.